Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having lung cancer while using this device the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung cancer related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found dust/dirt contaminant found around the air inlet and iso port, a grey film contaminant found on the front panel, rear panel and bottom enclosure, water ingress in the blower box, dark contaminant found at blower seal on blower box, the presence of frey contaminant at blower seal that appears consistent with potential keratin. There was no evidence of sound abatement foam degradation and breakdown. Section h6 were updated in this report.